Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they were unable to do a dye study on (B)(6) 2014, the hcp could not aspirate or push anything through the catheter. The physician was not able to aspirate any volume of liquid from the side port of the pump despite careful replacement of the needle at least three times and turning of the bevel in the side port. The physician then used a different syringe and tried to inject the dye. There was tremendous resistance to injection; and with pressure on the syringe the patient did have pain in their back and leg. The procedure was aborted at that time. The patient was taken to the recovery room. The physician reported it definitely appeared that there was a problem with the catheter, "either granuloma or it was kinked, or partially so." The physician wanted to rule out the catheter granuloma with an MRI with or without contrast. The MRI results were "no significant abnormalities." There were no definite catheter tip granuloma seen. There were no surgical interventions, the drug was removed on (B)(6) 2014 and the pump was turned off. The patient was ambulating with a cane during the office visit on (B)(6) 2014. The pump and catheter remained implanted. The patient was on duragesic 25mcg/hr, a 72 hour patch, percocet 10mg every 4-6 hours as needed and gabapentin 300mg twice a daily.

Event description:
It was reported that there was a change in therapy effect; for ¿about a month¿ the patient had increased pain. Recently, a catheter evaluation was done and there was a ¿catheter malfunction.¿ the hcp (healthcare provider) believed that the catheter needed to be replaced, but the patient was not in a state where they could have surgery; they were turning the pump off and treating the patient without the pump. The pump was being used to deliver morphine. No outcome was reported regarding this event. Additional information has been requested. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).